Event description:
It was reported that the neurostimulation system was explanted due to infection. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3889-28 lot# v779354 implanted (B)(6) 2011 explanted (B)(6) 2011; programmer model 3037 serial# (B)(4).